Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils migrated out of her fallopian tube") and genital haemorrhage ("very heavy bleeding") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, rectal bleeding, diarrhea, constipation, hemorrhoids, colonic polyp, colonoscopy, c-section, multigravida and parity 4. Concurrent conditions included low back pain, degeneration of lumbar or lumbosacral intervertebral disc, weakness, fatigue, nausea, hypotension, dizziness, lightheadedness, abdominal tenderness, uterine hemorrhage and dysfunctional uterine bleeding. Family history included colon cancer. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 2 years 3 months after insertion of essure. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and syncope ("fainted/ fainting spells"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain") and abdominal pain ("abdominal pain/ cramping"). The patient was treated with topiramate (topamax) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, syncope, back pain and abdominal pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, device dislocation, genital haemorrhage, menorrhagia, syncope and vaginal haemorrhage to be related to essure. The reporter commented: 5 coils were noted within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2014: result: specimen: a left fallopian tube. B. Right fallopian tube. C. Uterus. Diagnosis: a. Left fallopian tube, excision:- fallopian tube with paratubal serious cyst. B. Right fallopian tube, excision:- fallopian tube with no significant histopathologic changes. C. Uterus, excision (supracervical hysterectomy):- endometrium: proliferative phase, no evidence of hyperplasia or malignancy. Myometrium: adenomyosis. Gross description: a. Left fallopian tube: received is a left fallopian tube including fimbriated end measuring 4.7 x 0.5 cm. There is a 1.2 cm in greatest dimension, thin walled, paratubal cyst at the fimbriated end. The surface is covered with a purple, smooth, glistening membrane. Serial sectioning reveals a nondilated, apparent patent lumen. B. Right fallopian tube: received is a segment of fallopian tube including fimbriated end measuring 5.4 x 0.5 cm in diameter. The external surface is covered with a pink-purple, smooth, glistening membrane. Serial sectioning reveals a non-dilated, apparent patent lumen. C. Uterus: uterus: received is a supracervical hysterectomy weighing 82 grams. The uterus measures 6 x 6.5 x 4 cm. The outer surface is gray-tan, smooth and glistening. The endometrial canal is patent. The endometrium is pink-tan and velvety. The myometrium measures up to 2 cm in greatest dimension. Two wire stents are identified. Clinical history: vaginal bleeding. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: abdominal pain, vaginal haemorrhage and menorrhagia. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received. Following events were added: abnormal bleeding (vaginal) and menorrhagia. Event outcome and onset date were added for: abnormal bleeding (vaginal) and menorrhagia. Suspect drug insertion date updated from on (B)(6)2013 to on (B)(6) 2012. Medical history added. Family history added. Treatment drug added. Other hcp added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils migrated out of her fallopian tube") and genital haemorrhage ("very heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 2 years 4 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and syncope ("fainted/ fainting spells"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain") and abdominal pain ("abdominal pain/ cramping"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, syncope, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, genital haemorrhage and syncope to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils migrated out of her fallopian tube'), genital haemorrhage ('very heavy bleeding'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)suspected misscarriage- day of hysterectomy'), pregnancy with contraceptive device ('pregnancy with contraceptive device'), haemorrhage in pregnancy ('assumption of misscarriage due to massive bleeding and flesh-like substance excreting from my body'), loss of consciousness ('I passed out') and syncope ('fainted/ fainting spells') in a 44-year-old female patient who had essure (batch no. 9763b6) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine, rectal bleeding, diarrhea, constipation, hemorrhoids, colonic polyp, colonoscopy, c-section, multigravida, parity 4, multigravida, parity 4 (date of the birth: (B)(6) 1988, (B)(6) 1995, (B)(6) 1997, (B)(6) 2003.) And recurrent abortion (2 miscarriages. Miscarriage 1991, miscarriage (B)(6) 2014.). Concurrent conditions included low back pain, degeneration of lumbar or lumbosacral intervertebral disc, weakness, fatigue, nausea, hypotension, dizziness, lightheadedness, abdominal tenderness, uterine hemorrhage, dysfunctional uterine bleeding, morbid obesity, depression, post-traumatic stress disorder, herniated disc and blood pressure high. Family history included colon cancer. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and naproxen. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced back pain ("severe back pain"), dysmenorrhoea ("dysmenorrhea(cramping)") and abdominal pain ("abdominal pain/ cramping"). On (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/uncontrollable bleeding"), nausea ("nausea followed by suspected miscarraige") and fatigue ("fatigue"), 2 years 3 months after insertion of essure. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and syncope (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain lower ("lower abdomen pain"), urinary incontinence ("bladder or urinary problems or changes: leakage/bladder leakage"), pollakiuria ("bladder or urinary problems or changes: frequency"), migraine ("migraines / headaches") and alopecia ("hair loss") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with topiramate (topamax) and surgery (supracervical hysterectomy (uterus only),bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, haemorrhage in pregnancy, loss of consciousness, syncope, pelvic pain, abdominal pain lower, back pain, abdominal pain, migraine and weight increased outcome was unknown and the dysmenorrhoea, vaginal haemorrhage, menorrhagia, urinary incontinence, pollakiuria, nausea, fatigue and alopecia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, back pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, haemorrhage in pregnancy, loss of consciousness, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, pregnancy with contraceptive device, syncope, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 5 coils were noted within the uterine cavity. Discrepancy noted as per pfs: insertion date of essure: (B)(6) 2012. Current weight as of (B)(6) 2019: 248 lbs. Approximate weight at the time of essure placement 230 lbs. Assumption of miscarriage due to massive bleeding and flesh like substance excreting from my body. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion.. Pathology test - on (B)(6) 2014: result: specimen: a left fallopian tube. B. Right fallopian tube. C. Uterus. Diagnosis: a. Left fallopian tube, excision:- fallopian tube with paratubal serious cyst. B. Right fallopian tube, excision:- fallopian tube with no significant histopathologic changes. C. Uterus, excision (supracervical hysterectomy):- endometrium: proliferative phase, no evidence of hyperplasia or malignancy. Myometrium: adenomyosis. Gross description: a. Left fallopian tube: received is a left fallopian tube including fimbriated end measuring 4.7 x 0.5 cm. There is a 1.2 cm in greatest dimension, thin walled, paratubal cyst at the fimbriated end. The surface is covered with a purple, smooth, glistening membrane. Serial sectioning reveals a nondilated, apparent patent lumen. B. Right fallopian tube: received is a segment of fallopian tube including fimbriated end measuring 5.4 x 0.5 cm in diameter. The external surface is covered with a pink-purple, smooth, glistening membrane. Serial sectioning reveals a non-dilated, apparent patent lumen. C. Uterus: uterus: received is a supracervical hysterectomy weighing 82 grams. The uterus measures 6 x 6.5 x 4 cm. The outer surface is gray-tan, smooth and glistening. The endometrial canal is patent. The endometrium is pink-tan and velvety. The myometrium measures up to 2 cm in greatest dimension. Two wire stents are identified. Clinical history: vaginal bleeding.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: abdominal pain, vaginal haemorrhage and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils migrated out of her fallopian tube'), genital haemorrhage ('very heavy bleeding'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)suspected miscarriage- day of hysterectomy'), pregnancy with contraceptive device ('pregnancy with contraceptive device'), haemorrhage in pregnancy ('assumption of miscarriage due to massive bleeding and flesh-like substance excreting from my body'), loss of consciousness ('I passed out') and syncope ('fainted/ fainting spells') in a 44-year-old female patient who had essure (batch no. 9763b6-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine, rectal bleeding, diarrhea, constipation, hemorrhoids, colonic polyp, colonoscopy, c-section, multigravida, parity 4, multigravida, parity 4 (date of the birth: on (B)(6) 1988, (B)(6) 1995, (B)(6) 1997, (B)(6) 2003.) And recurrent abortion (2 miscarriages. Miscarriage 1991, miscarriage (B)(6) 2014.). Concurrent conditions included low back pain, degeneration of lumbar or lumbosacral intervertebral disc, weakness, fatigue, nausea, hypotension, dizziness, lightheadedness, abdominal tenderness, uterine hemorrhage, dysfunctional uterine bleeding, morbid obesity, depression, post-traumatic stress disorder, herniated disc and blood pressure high. Family history included colon cancer. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and naproxen. In 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced back pain ("severe back pain"), dysmenorrhoea ("dysmenorrhea(cramping)") and abdominal pain ("abdominal pain/ cramping"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/uncontrollable bleeding"), nausea ("nausea followed by suspected miscarriage") and fatigue ("fatigue"), 2 years 3 months after insertion of essure. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and syncope (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain lower ("lower abdomen pain"), urinary incontinence ("bladder or urinary problems or changes: leakage/bladder leakage"), pollakiuria ("bladder or urinary problems or changes: frequency"), migraine ("migraines / headaches") and alopecia ("hair loss") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with topiramate (topamax) and surgery (supracervical hysterectomy (uterus only),bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, haemorrhage in pregnancy, loss of consciousness, syncope, pelvic pain, abdominal pain lower, back pain, abdominal pain, migraine and weight increased outcome was unknown and the dysmenorrhoea, vaginal haemorrhage, menorrhagia, urinary incontinence, pollakiuria, nausea, fatigue and alopecia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, back pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, haemorrhage in pregnancy, loss of consciousness, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, pregnancy with contraceptive device, syncope, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 5 coils were noted within the uterine cavity. Discrepancy noted as per pfs: insertion date of essure: on (B)(6) 2012. Current weight as of (B)(6) 2019: 248 lbs. Approximate weight at the time of essure placement 230 lbs. Assumption of miscarriage due to massive bleeding and flesh like substance excreting from my body. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion.. Pathology test - on (B)(6) 2014: result: specimen: a left fallopian tube. B. Right fallopian tube. C. Uterus. Diagnosis: a. Left fallopian tube, excision:- fallopian tube with paratubal serious cyst. B. Right fallopian tube, excision:- fallopian tube with no significant histopathologic changes. C. Uterus, excision (supracervical hysterectomy):- endometrium: proliferative phase, no evidence of hyperplasia or malignancy. Myometrium: adenomyosis. Gross description: a. Left fallopian tube: received is a left fallopian tube including fimbriated end measuring 4.7 x 0.5 cm. There is a 1.2 cm in greatest dimension, thin walled, paratubal cyst at the fimbriated end. The surface is covered with a purple, smooth, glistening membrane. Serial sectioning reveals a nondilated, apparent patent lumen. B. Right fallopian tube: received is a segment of fallopian tube including fimbriated end measuring 5.4 x 0.5 cm in diameter. The external surface is covered with a pink-purple, smooth, glistening membrane. Serial sectioning reveals a non-dilated, apparent patent lumen. C. Uterus: uterus: received is a supracervical hysterectomy weighing 82 grams. The uterus measures 6 x 6.5 x 4 cm. The outer surface is gray-tan, smooth and glistening. The endometrial canal is patent. The endometrium is pink-tan and velvety. The myometrium measures up to 2 cm in greatest dimension. Two wire stents are identified. Clinical history: vaginal bleeding. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: abdominal pain, vaginal haemorrhage and menorrhagia. Lot number (lot # 9763b6) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is invalid). On (B)(6) 2019: quality-safety evaluation of product technical complaint. Not valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils migrated out of her fallopian tube"), genital haemorrhage ("very heavy bleeding"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)suspected misscarriage- day of hysterectomy"), pregnancy with contraceptive device ("pregnancy with contraceptive device"), haemorrhage in pregnancy ("assumption of misscarriage due to massive bleeding and flesh-like substance excreting from my body") and loss of consciousness ("I passed out") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine, rectal bleeding, diarrhea, constipation, hemorrhoids, colonic polyp, colonoscopy, c-section, multigravida, parity 4, multigravida, parity 4 (date of the birth: (B)(6) 1988, (B)(6) 1995, (B)(6) 1997, (B)(6) 2003.) And recurrent abortion (2 miscarriages. Miscarriage 1991, miscarriage (B)(6) 2014.). Concurrent conditions included low back pain, degeneration of lumbar or lumbosacral intervertebral disc, weakness, fatigue, nausea, hypotension, dizziness, lightheadedness, abdominal tenderness, uterine hemorrhage, dysfunctional uterine bleeding, obesity, depression, post-traumatic stress disorder, herniated disc and blood pressure high. Family history included colon cancer. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and naproxen. In 2012, the patient experienced abdominal pain ("abdominal pain/ cramping") and dysmenorrhoea ("dysmenorrhea(cramping)") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/uncontrollable bleeding"), abortion spontaneous (seriousness criterion medically significant), nausea ("nausea followed by suspected miscarraige") and fatigue ("fatigue"), 2 years 3 months after insertion of essure. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and syncope ("fainted/ fainting spells"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), urinary incontinence ("bladder or urinary problems or changes: leakage/bladder leakage"), pollakiuria ("bladder or urinary problems or changes: frequency"), migraine ("migraines"), headache ("headaches"), pelvic pain ("pain"), alopecia ("hair loss"), abdominal pain lower ("lower abdomen pain"), haemorrhage in pregnancy (seriousness criterion medically significant) and loss of consciousness (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with topiramate (topamax) and surgery (supracervical hysterectomy (uterus only),bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, syncope, back pain, abdominal pain, abortion spontaneous, pregnancy with contraceptive device, migraine, headache, pelvic pain, weight increased, abdominal pain lower, haemorrhage in pregnancy and loss of consciousness outcome was unknown and the vaginal haemorrhage, menorrhagia, urinary incontinence, pollakiuria, nausea, dysmenorrhoea, fatigue and alopecia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, back pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, haemorrhage in pregnancy, headache, loss of consciousness, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, pregnancy with contraceptive device, syncope, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 5 coils were noted within the uterine cavity. Discrepancy noted as per pfs: insertion date of essure: (B)(6) 2012. Current weight as of (B)(6) 2019: 248 lbs. Approximate weight at the time of essure placement 230 lbs. Assumption of miscarriage due to massive bleeding and flesh like substance excreting from my body. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion.. Pathology test - on (B)(6) 2014: result: specimen: a left fallopian tube. B. Right fallopian tube. C. Uterus. Diagnosis: a. Left fallopian tube, excision:- fallopian tube with paratubal serious cyst. B. Right fallopian tube, excision:- fallopian tube with no significant histopathologic changes. C. Uterus, excision (supracervical hysterectomy):- endometrium: proliferative phase, no evidence of hyperplasia or malignancy. Myometrium: adenomyosis. Gross description: a. Left fallopian tube: received is a left fallopian tube including fimbriated end measuring 4.7 x 0.5 cm. There is a 1.2 cm in greatest dimension, thin walled, paratubal cyst at the fimbriated end. The surface is covered with a purple, smooth, glistening membrane. Serial sectioning reveals a nondilated, apparent patent lumen. B. Right fallopian tube: received is a segment of fallopian tube including fimbriated end measuring 5.4 x 0.5 cm in diameter. The external surface is covered with a pink-purple, smooth, glistening membrane. Serial sectioning reveals a non-dilated, apparent patent lumen. C. Uterus: uterus: received is a supracervical hysterectomy weighing 82 grams. The uterus measures 6 x 6.5 x 4 cm. The outer surface is gray-tan, smooth and glistening. The endometrial canal is patent. The endometrium is pink-tan and velvety. The myometrium measures up to 2 cm in greatest dimension. Two wire stents are identified. Clinical history: vaginal bleeding.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: abdominal pain, vaginal haemorrhage and menorrhagia. Most recent follow-up information incorporated above includes: on 19-mar-2019: plaintiff fact sheet received. Events added: pregnancy (stillbirth or miscarriage), pregnancy with contraceptive device, device ineffective, bladder or urinary problems or changes: leakage, frequency, migraines, headaches, nausea, dysmenorrhea (cramping), pain, fatigue, weight gain, hair loss, lower abdomen pain, assumption of miscarriage due to massive bleeding and flesh-like substance excreting from my body, I passed out. Event outcome was updated for the event: bladder leakage, frequency, dysmenorrhea(cramping), hair loss, fatigue, nausea. Concomitant and historical conditions were added. Concomitant drugs were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.